Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the parameters were not as expected. Therefore, the physician tried to reposition the lead, but the helix could not be retracted. Once the lead was taken out, it was noted that the helix became damaged. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.